Event description:
The plaintiff alleges that while wearing latex gloves when employed as a health care worker the plaintiff was exposed to latex proteins. The plaintiff alleges that as a result of that exposure the plaitiff has acquired the illness known as latex hypersensitivity, which has caused the plaintiff permanent injuries and damages, including past and future pain, suffering, disability and loss of enjoyment of life; past wage loss and impairment of future earning capacity; past and future medical expenses; and other compensable injuries.